Event description:
It was reported that cadd legacy pump experienced unresolvable no disposable alarms. Has to change cassette to resume infusion. Cassette lot 4219993 expiration 11/06/2026. Has sufficient supplies and remodeling medication at this time. No further details provided. No injury.